Manufacturer narrative:
Other applicable components are: product ID 3708220 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type extension product ID 3487a-33 lot# va1d1kh serial# implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the distal set screw of banned extension was damaged and was unable to set top electrode during revision. Revision was done due to lead migration, most likely due to the patient's movement according to the hcp. After the leads were placed, hcp connected lead to extension, impedances were checked and electrode 4 <(>&<)> 7 were out of range, > 10,000 ohm. The hcp indicated that the screw was unable to make contact with lead, the other 2electrode impedance on the lead were within normal limits. The risk of replacing extension was not worth having those 2 electrodes to program according to hcp. The rep will program around affected electrodes, no programming has been done due to discharged battery at time of procedure. Patient is alive. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Correction: aware date for the second supplemental report should be corrected to 2017-nov-16. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Extension, extsn 3708220 8-2-4, octapolar 20cm, (B)(4), analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the device was explanted today due to infection, the manufacturing representative (rep) will be sending both extensions back for evaluation, but only one of them was damaged. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# va1d1kh, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead; product ID: 3888-45, lot# va0sxck. Implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead; product ID: 3487a-33, lot# va1d1kh, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the cause of the damaged set screw extension was not determined, there were no issues with it at the initial implant. No out of box failure. The high impedance was due to the damaged set screw on the extension. Programming has not been impacted. The battery was discharged because the patient did not charge the device. Battery discharge has been resolved and the patient outcome after revision was positive as of (B)(6) 2017. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis of the extension, (B)(4), found extension/ distal end connector twisted in molded rubber and broken (overstress damage). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to aware date of report 3004209178-2017-22934 follow-up 4, correct date is 2018-01-03. If information is provided in the future, a supplemental report will be issued.